Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain immediately after positioning/ pain recurred more and more often") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain (seriousness criteria disability and intervention required) and abdominal pain ("chronic abdominal pain").in 2019 she experienced urinary incontinence ("hysterectomy operation resulted in poor bladder competence"). An unknown time later she experienced back pain ("lumbago"), dyspareunia ("dyspareunia"), pain ("physical pain all over her body"), menstruation irregular ("menstrual irregularity"), headache ("headaches"), vaginal infection ("recurrent vaginal infections"), a first episode of vaginal discharge ("heavy foul-smelling discharge"), a second episode of vaginal discharge ("foul-smelling discharge"), perineal pain ("perineal pain with inability to assume certain positions"), alopecia ("hair loss"), visual acuity reduced ("loss of visual acuity"), fatigue ("chronic fatigue"), confusional state ("mental confusion"), disorientation ("feelings of disorientation"), amnesia ("amnesia"), pain in extremity ("lower and upper limb pain with inability to perform physical activity, pain in the hands with inability to perform normal functions of daily living"), loss of libido ("loss of libido"), hot flush ("hot flashes"), noninfective gingivitis ("gum inflammation"), gingival bleeding ("gum bleeding"), toothache ("toothache, frequent requests for dental treatment"), depression ("depression"), mood altered ("mood change") and insomnia ("insomnia") and was found to have weight increased ("weight gain of 3 kg in one year"). Essure was removed on (B)(6) 2019 with surgery (hysterosalpingectomy with essure removal). At the time of the report, the pelvic pain and abdominal pain were resolving. The reporter considered abdominal pain, alopecia, amnesia, back pain, confusional state, depression, disorientation, dyspareunia, fatigue, gingival bleeding, headache, hot flush, insomnia, loss of libido, menstruation irregular, mood altered, noninfective gingivitis, pain, pain in extremity, pelvic pain, perineal pain, toothache, urinary incontinence, the first episode of vaginal discharge, the second episode of vaginal discharge, vaginal infection, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: the pain recurred more and more often, and she was forced to resort to constant gynecological examinations, ultrasound scans, lumbar x-rays, for vaginal discharge, fatigue, depression, and physical pain all over her body. She underwent essure removal surgery and began to feel better, with slight disappearance of the pain and other disorders. Shortly after removal, most of the disturbing symptomatology disappeared or at least considerably reduced, leaving space and time, at present, only for (anatomo-functional) outcomes, without forgetting that the patient underwent a total hysterectomy and a bilateral salpingectomy. The medico-legal expert report ascertained she suffered a temporary and permanent disability. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data wasl be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain immediately after positioning/ pain recurred more and more often") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the day of essure insertion, she experienced pelvic pain (seriousness criteria disability and intervention required) and abdominal pain ("chronic abdominal pain"). An unknown time she experienced back pain ("lumbago"), dyspareunia ("dyspareunia"), pain ("physical pain all over her body"), menstruation irregular ("menstrual irregularity"), headache ("headaches"), vaginal infection ("recurrent vaginal infections"), vaginal discharge ("heavy foul-smelling discharge"), vaginal odour ("foul-smelling discharge"), perineal pain ("perineal pain with inability to assume certain positions"), alopecia ("hair loss"), visual acuity reduced ("loss of visual acuity"), fatigue ("chronic fatigue"), confusional state ("mental confusion"), disorientation ("feelings of disorientation"), amnesia ("amnesia"), pain in extremity ("lower and upper limb pain with inability to perform physical activity, pain in the hands with inability to perform normal functions of daily living"), loss of libido ("loss of libido"), hot flush ("hot flashes"), noninfective gingivitis ("gum inflammation"), gingival bleeding ("gum bleeding"), toothache ("toothache, frequent requests for dental treatment"), depression ("depression"), mood altered ("mood change") and insomnia ("insomnia") and was found to have weight increased ("weight gain of 3 kg in one year"). The patient was treated with surgery (hysterosalpingectomy with essure removal). At the time of the report, the pelvic pain and abdominal pain were resolving. Essure was removed on (B)(6)2019. In 2019 she experienced urinary incontinence ("hysterectomy operation resulted in poor bladder competence"). The reporter considered abdominal pain, alopecia, amnesia, back pain, confusional state, depression, disorientation, dyspareunia, fatigue, gingival bleeding, headache, hot flush, insomnia, loss of libido, menstruation irregular, mood altered, noninfective gingivitis, pain, pain in extremity, pelvic pain, perineal pain, toothache, urinary incontinence, vaginal discharge, vaginal infection, vaginal odour, visual acuity reduced and weight increased to be related to essure administration. The reporter commented: the pain recurred more and more often, and she was forced to resort to constant gynecological examinations, ultrasound scans, lumbar x-rays, for vaginal discharge, fatigue, depression, and physical pain all over her body. She underwent essure removal surgery and began to feel better, with slight disappearance of the pain and other disorders. Shortly after removal, most of the disturbing symptomatology disappeared or at least considerably reduced, leaving space and time, at present, only for (anatomo-functional) outcomes, without forgetting that the patient underwent a total hysterectomy and a bilateral salpingectomy. The medico-legal expert report ascertained she suffered a temporary and permanent disability. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.